Event description:
Related manufacturer reference number: 2017865-2022-38555. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing pacing inhibition on the right ventricular (rv) lead and the atrial (ra) lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead abrasion and noise were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical, mechanical, and visual analysis was normal with no anomalies found.